Event description:
In the month of december, central telemetry monitoring system if experiemcing some iterference with the telemetry signal resulting in signal drop out. Loss of signal was observed on various units trouble shooting to improve signal at bedside not successful, transcievers were functional. Thus is was determined to be a network access point (ap) issue. Several access points were not syncing correctly, after rebooting the access point signal loss issue appeared to be solved but continued monitoring showed that signal loss was recurrent.======================manufacturer response for telemetry monitoring network access point, patient net access point (per site reporter).======================ge recieved network records and identified ap related errors, bad "ghost" ap, assisted biomedical engineering to gain access to open net to monitor the network for error messaged and all ap were rebooted, seem to clear the issue. However; technician indicated that the signal drop out was still recurrent in one area. Ge on second visit identified that the master device had a corrupted source file and so reconfigured the network with a new master device and rebooted all aps. Although the signal drop out issue again seems to have been eliminated for the time being, "ghost" ap are still being generated by the network and the source of the issue has not been identified.